Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/6/2023 . Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received with both haptics detached and a cut to the optic body. The lens was cleaned and, damage around the haptic slot could be identified as well as a scratch on the lens. Upon evaluating the complaint lens associated with detached loops from optic drill holes. The measurements for drill hole diameter and drill hole depth indicated both the drill hole and diameter were within lens model specification. Conclusion: the complaint issue device code (dc-haptic damage) was not identified during photo and product evaluation. The observed dc-haptic detached is similar to the reported complaint issue (complaint coding may have been the result of the customer being unfamiliar with coding definitions per amo-04-d024). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. There are manufacturing controls in place to prevent and/or catch the complaint issues reported. The lenses are lathed and then holes are drilled in the sides of the iol and then monofilament loops are then inserted and annealed into the holes. All dimensional measurements are then taken of each iol sample according to qi192 (dimensional inspection on the optical comparator). Any lens that is not within specification is scrapped per procedure. Visual inspection is performed per amos3011 (specification for visual inspection of three-piece acrylic iol) and samples are taken for haptic strength testing per tm4305 (pull test for soft acrylic lenses using chatillon gauge). All po's that pass the testing then move to final inspection and given a serial number. If the po's do not measure within specifications, the product is scrapped per requirements. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity: unknown, information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that ar40e intraocular lens was implanted in the patients left eye and the haptic tore from lens. Subsequently, the original lens was removed and the doctor placed a replacement dcb00 +20.5 lens. Additional information stated that the original lens was removed and replaced in a separate secondary procedure. There was no patient injury and no other interventions were required. Post operatively there were no issues to the patient. No other information was provided.